Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer's blood glucose level was 85 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.